Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: manufacturer's narrative - additional information. D4: product info - correction. D9: device availability- device evaluation. H2: additional information/device evaluation/correction - additional information. H3: device evaluation - device evaluation. H6: additional codes - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.